Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd fluid. The cause was unknown. The patient was not hospitalized for the event. On the same day, the patient began treatment with amikacin (250 milligrams once a day) and fortum (1 gram once a day) intraperitoneally for the peritonitis. Treatment with amikacin and fortum was ongoing. The patient was recovering. Pd therapy was ongoing. Additional information is not available.